Event description:
It seems that there was an abnormal patient fluid removal happened in treatment.

Manufacturer narrative:
The manufacturer has reviewed the treatment data files related to the reported event. Review of treatment data files confirms the reported flow rate discrepancy. There was no blood loss or other clinical consequence as a result of the reported event. There was no disruption of treatment.